Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d10, h6 - medical device problem code is being corrected to "2896 - communication or transmission problem". A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's reportable malfunction of scope communication error b30 was not confirmed. Based on the results of the investigation, the suggested event indicates the error code that was displayed when a scope communication error occurs. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center displayed a b30 communication error during the unspecified procedure that was delayed by 15 to 20 minutes. Most of the procedure was done before the procedure was stopped. There were no reports of patient harm.